Event description:
The customer reported to a baxter sales representative of eight clearlink continu-flo set that had a no flow. The process step was prior to product use, therefore there was no patient involvement. No additional information is available. This is report 5 of 8 of the same reported problem from this facility.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the us.